Manufacturer narrative:
(B)(4). Procode is krd/hcg. Concomitant med products: prowler select lpes microcatheter. (B)(6). This is one of 2 products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00606, and 1226348-2018-00607. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting the middle cerebral artery (mca) bifurcation aneurysm in a (B)(6) male patient who was admitted with subarachnoid hemorrhage (sah), the orbit galaxy tdl complex frame 7 x 25 coil (640cr0725 / 17502571) became stuck in the prowler select lpes microcatheter (606s155x / 17734583). It was reported that the coil encountered a lot of resistance during the attempt to advance it in the microcatheter that it had to be removed; due to the resistance during the advancement, the delivery wire became broken in the microcatheter. As a result, both the coil and the microcatheter were removed. It was confirmed that continuous flush had been maintained through the microcatheter. The event did not result in any interruption of blood flow. The reported event did not result in any patient injury or complication; the procedural delay was approximately 10 minutes.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The lot number 17502571 originally reported is not a correct/valid lot. The lot number of the device is not available. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting the middle cerebral artery (mca) bifurcation aneurysm in a 45-year old male patient who was admitted with subarachnoid hemorrhage (sah), the orbit galaxy tdl complex frame 7 x 25 coil (catalog #: 640cr0725 / lot number: not available) became stuck in the prowler select lpes microcatheter (catalog #: 606s155x / lot #: 17734583). It was reported that the coil encountered a lot of resistance during the attempt to advance it in the microcatheter that it had to be removed; due to the resistance during the advancement, the delivery wire became broken in the microcatheter. As a result, both the coil and the microcatheter were removed. It was confirmed that continuous flush had been maintained through the microcatheter. The event did not result in any interruption of blood flow. The reported event did not result in any patient injury or complication; the procedural delay was approximately 10 minutes. A non-sterile orbit galaxy tdl complex frame 7 x 25 coil was received coiled inside a pouch. The hypotube was inspected and kinks were observed at 50 cm, 71 cm, and 75 cm and broken at 51 cm from the proximal end. The coil introducer was unzipped and separated from the unit. The support coil, the gripper and embolic coil were outside of the introducer and no damages were noted on them. Residues of dry blood were observed on the gripper and on the embolic coil. The functional test could not be performed due to the hypotube being broken at 51 cm from the proximal end; the edge of the broken section showed evidence that it was kinked before it became broken. The reported issue that the coil became stuck in the microcatheter could not be confirmed through functional evaluation. The reported issue that the delivery wire became broken in the microcatheter was confirmed with the broken condition of the returned hypotube. The cause of the kinked/broken condition of the hypotube could not be conclusively determined, but most likely was due to excessive force applied on the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.